Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/23/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:a loss of prime was recorded in the pump¿s black box. The pump successfully completed a prime sequence. The pump experienced a loss of prime during a 24-hour exercise test. The force sensor calibration was found to be out of specification. No damage was observed to the force sensor.